Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported following the intraocular lens (iol) implantation the patient was not happy with clarity. The lens was exchanged for a different lens within 5 months after initial implantation in a secondary procedure. Additional information has been requested.